Event description:
The customer first reported that the device displayed service needed. Subsequently the customer clarified that the device hung during the user initiated operational check, after failing the general system test. When powered off and back on, the device displayed device error service required. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer first reported simply that the device displayed service needed. Subsequently the customer clarified that the device hung during the user initiated operational check, after failing the general system test. When powered off and back on, the device displayed device error service requested. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.